Event description:
A surgeon reported corneal erosion and serious choroidal detachment two days following glaucoma filtration surgery with the implantation of a shunt. He reported the serous choroidal detachment could be caused by excess filtration. The patient had end-stage diabetes mellitus (dm) and circulatory disturbance. The surgeon reported the corneal erosion was due to the dm. The patient was treated with medications for the corneal erosion. Three months following the initial surgery, the patient died suddenly due to a cerebral infarction. The surgeon reported the patient had both carotid artery stenosis and atrial fibrillation. He also reported the patient's death was not related to the shunt.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There were no similar complaints reported in the lot. The root cause could not be determined. (B)(4).